Event description:
Pt's port was accessed with a surecan safety huber needle for continuous ambulatory 5-fu infusion. In the early hours of the next day pt awoke form sleep and noticed blood on their clothing. Pt noticed that the blood was dripping from the port needle extension set which had separated between the black male end and the clear tubing. Pt pinched off tubing to prevent further blood loss and called on call nurse who went to pt's home to replace port needle access.

Event description:
Add'l info received from MFR 7/27/04: it could not be determined if the event was attributable to the device. The actual device was not available to be returned to b. Braun for evaluation and the reporter could not identify the lot number of the product involved in the incident. Although the lot number was not known, a review of nonconforming lot reports for this product indicated that MFR has never identified this type of defect during in-process testing. The labeling for the device does not make a statement as to the frequency or severity of this type of incident. This is the first reported incident of this nature against this item. MFR will continue to monitor for any increase in the complaint trends for this product and take appropriate action if warranted.